Event description:
The customer reported that there was a ad channel error. This error denotes a communication failure error message. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.